Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x38mm synergy¿ drug-eluting stent was selected to treat the lesion. During unpacking, it was noticed that the stent was damaged. The physician took another 2.50x38mm synergy stent and was deployed at 11 atmospheres. Post dilation was then performed with a 2.5x15 non-bsc balloon catheter and the procedure was completed. Angiography check showed timi 3 flow and patient was transferred from intensive care unit. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis with a pig tail mandrel and a stent protector. A visual and microscopic examination of the crimped stent identified stent damage and proximal movement on the balloon. The entire stent was damaged with most severe damage and bunching of stent struts in the mid-section and the distal end of the stent had moved 15 mm in a proximal direction along the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were present on the exposed distal end of balloon. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found tip damage. Stent protector inner diameter measured and the result was within specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x38mm synergy¿ drug-eluting stent was selected to treat the lesion. During unpacking, it was noticed that the stent was damaged. The physician took another 2.50x38mm synergy stent and was deployed at 11 atmospheres. Post dilation was then performed with a 2.5x15 non-bsc balloon catheter and the procedure was completed. Angiography check showed timi 3 flow and patient was transferred from intensive care unit. No patient complications were reported and patient's status was stable.